Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 after tightening down the set screw of trochanteric fixation nail advanced (tfna) nail and pulling the flexible screw driver out, one of the links was almost completely broken. There were no fragments retained in the patient. The surgery was completed successfully without surgical delay. There was no patient consequence. Concomitant device: unknown set screw (part# unknown. Lot# unknown, qty 1), unknown guide wire (part# unknown. Lot# unknown, qty 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part: 03.037.028 lot: 9298605 manufacturing site: hägendorf release to warehouse date: january 27, 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver was received at us customer quality (cq). Visual inspection of the complaint device showed that the device was cracked at the most proximal laser cut teeth segment on the shaft. The shaft was not completely broken into 2 pieces. Severe scratches were observed at the distal end of the device. Thus, the complaint condition can be confirmed. Dimensional inspection: measured dimensions: shaft diameter (proximal) = conforming shaft diameter (distal) = conforming no design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed as the shaft has broken at the first link. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.